Event description:
The surgical tech opened a size 5f fogarty arterial embolectomy catheter package and saw that a piece of the catheter tip looked chipped and slightly frayed. A total of four 5f catheters and four 4f fogarty arterial embolectomy catheter packages were opened and each of the catheter tips were found faulty after testing the balloons. The balloons would not inflate with saline coming out from multiple holes on all catheters opened and tested. Procedure was completed using another catheter. No harm to patient.